Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the high-frequency instrument was used without sufficient distance from the tip. The event is detectable and preventable by handling device in accordance with the following instructions for use: 3.2 inspection of the endoscope. 4.2 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the forceps holder was burnt and the lighting lens adhesive was peeling off. There was no patient involvement.